Event description:
It was reported that the keypad buttons were sticking and intermittently unresponsive. The pt reported that the ok keypad button has been intermittently unresponsive and sticking for the past week. He denied physical damage to the rubber keypad; denied that the pump has been exposed to water; and stated that he wears the pump on his waist.

Manufacturer narrative:
There was no reported pt impact associated with this complaint. The pump was returned to animas for eval. The keypad was found to be intact; no peeling or lifting was observed. The up arrow and down arrow keypad buttons were intermittently responsive during testing. The ok and contrast keypad buttons required excessive force to obtain a response during testing. During investigation, the up arrow and down arrow button key contacts were observed to be misaligned. It was observed that the contrast button key contact was inverted. It was also observed that the up arrow, down arrow, and ok button key contacts became inverted when pressed, and did not always spring back as expected. There was evidence of keypad adhesive found under all key contacts.